Event description:
A distributor in (B)(4) reported via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt100myairvo 2 humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d4: model and catalog # updated to pt100ee. Section g1: contact person updated to (B)(6). Section g4: pt100ee is not sold in the USA but it is similar to a product which is sold in the USA, pt100us. The 510(k) for that product is k131895. Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myairvo 2 was received at our fisher & paykel healthcare (f&p) regional office in germany where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the myairvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Event description:
A distributor in israel reported via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt100myairvo 2 humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint myairvo 2 was received at our fisher & paykel healthcare (f&p) regional office in germany where it was inspected by a trained f&p service technician. The device was performance tested and the audible alarm function was checked. Results: performance testing revealed that the audible alarm of the myairvo 2 unit was working. Conclusion: we are unable to determine what may have caused the reported failure as there was no fault found with the returned device.

Manufacturer narrative:
(B)(4). The subject device is no longer in use by the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt100 myairvo 2 humidifier (myairvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.

Event description:
A distributor in israel reported via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt100 myairvo 2 humidifier was not functioning. There was no reported patient involvement.